Event description:
It was reported that, during the implant procedure of this right ventricular lead, it experienced dislodgement. It was attempted to reposition the lead, however, due to the stylet being bent, it could not be fully inserted. It was decided to explant and replace the lead. This lead is expected to be returned for analysis. No adverse patient effects were reported.